Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure, the device was activated properly at the system check. When the device was used for the patient, the device cut properly, but it had a difficulty in sealing. Another device was used to complete the case. There were no adverse consequences to the patient